Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient took acetaminophen while in the sensor session. The patient did not calibrate according to user guide specifications. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).